Manufacturer narrative:
On oct 13, 2021 customer returned pump for an alleged battery failed, low battery alarm, prime fill and motor error alarm. Faded button unit received with complete broken reservoir tube lip. Unable to perform any test including the rewind, basic occlusion test with occlusion test, with prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomalies and motor error alarm due to broken reservoir tube lip. However, unit was able to perform operating currents within spec ¿stop idle current, run current, self test a21 alarm and off no power¿. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o ring. Cracked case at the reservoir tube window corners, cracked reservoir tube window, broken battery tube threads and stained keypad overlay. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. The motor was tested outside of the device and passed. No unexpected charged/battery anomalies noted. No unexpected failed battery alarm and low battery alarm or off no power alarm not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm and failed battery test. Customer stated that they had to prime insulin pump more then once and even the battery port was chipped off and broken, insulin pump buttons were worn and were harder to read. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.